Manufacturer narrative:
H3- other: the device was still implanted. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was received through literature ¿endovascular treatment of ruptured or symptomatic thoracoabdominal and pararenal aortic aneurysms using octopus endograft technique: mid-term clinical outcomes¿, journal of endovascular therapy 30(2) 163¿175. Doi: 10.1177/15266028221075236 the purpose of this study was to evaluate the effectiveness and safety of using off-the-shelf ¿octopus¿ technique to treat ruptured or symptomatic thoracoabdominal aortic aneurysm (taaa) and pararenal abdominal aortic aneurysm (praaa}. A total of 10 patient cases who underwent ¿octopus¿ technique from may 2016 to may 2019 at our center were retrospectively analyzed at one medical center. The ¿octopus¿ techniques includes multiple steps the first uses an gore® excluder® thoracic endoprosthesis above the sma. Steps 2-3 use three gore® viabahn® endoprosthesis into the sma [superior mesenteric artery] and bra [bilateral renal arteries]. Balloon dilation was done after every endograft deployment to achieve better attachment. The patient (1) totally resolved after sealing gutter spaces with coils at 4-month follow-up, developed renal artery occlusion at 2-year follow-up.

Manufacturer narrative:
H6: c19-due to an unknown lot/serial number, a direct product analysis could not be conducted. The product itself were returned for evaluation. The imaging evaluation performed by a clinical imaging specialist showed the following: image provided is from a literature article. Image cannot be manipulated in anyway. Unable to confirm endoleak with available image set as a non-contrast, arterial and delay phases are not available for evaluation. Coils present in unspecified/unconfirmed location. Based on the literature review and the subsequent investigation, no further information was provided to gore, therefore the cause of the event cannot be determined.